Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and stated that she has been experiencing pain, immobility, pain in her groin, back pain, metallosis and hair loss since her left hip surgery on (B)(6) 2006.

Event description:
Patient called and stated that she has been experiencing pain, immobility, pain in her groin, back pain, metallosis and hair loss since her left hip surgery on (B)(6) 2006.

Manufacturer narrative:
This record is a duplicate of MFR#2249697-2012-00835; therefore, this is being cancelled.

Event description:
Patient called and stated that she has been experiencing pain, immobility, pain in her groin, back pain, metallosis and hair loss since her left hip surgery on (B)(6) 2006.

Manufacturer narrative:
An event regarding alleged pain, mobility and metallosis involving an unknown hip was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because insufficient information and devices were not returned for evaluation. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.